Event description:
It was reported that the device was removed. It was indicated by the plaintiff's attorney that the "product was defective" and "causing severe damages". The pt was implanted with a new device on the same day as the removal.

Manufacturer narrative:
Catalog# 720185-01, serial# (B)(4), expiration date: 12/21/2013, manufacture date: 12/20011. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.